Manufacturer narrative:
Other, other text: one infusion pump was returned for evaluation. Visual inspection of the device found the barrel clamp assembly completely disassembled, and bottom and top case separated. The device underwent syringe testing, confirming the reported customer complaint. Device noted to be disassembled by the customer; problem source found to be user interface.

Event description:
Information was received that device has force sensor error. No adverse effects reported.